Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is not receiving effective stimulation and experience a change in her stimulation after receiving a shock while bending over. A sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient is not using her scs system due to ineffective stimulation and she is planning spinal fusion surgery.